Manufacturer narrative:
The site did not feel comfortable providing the patient ID or initials, but all other patient information is now provided.

Manufacturer narrative:
Patient information was unavailable from the site. On (B)(4) 2014 - a medtronic representative performed a navigation system check-out and all instruments in the fusion set were tested. The medtronic representative found the emitter tracking volume was normal and all instruments were able to be verified without any issues, except the ostium seeker. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure the navigation system instruments were tracking intermittently. The site re-booted the navigation system and the instruments were able to be tracked consistently. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.